Event description:
The white head of trocar became disengaged from the gray shaft during surgical procedure. Shaft did not fall completely into pt cavity, but did have to be retrieved by kelly clamp. No harm to pt. Surgeon and staff have worked many years - without incident previous with this product. Although in 2007 this same scenario happen on pt identical to this one. Procedure - lap chole. Diagnosis: lap chole. Event abated after use stopped: no.